Event description:
It was reported that the subject device had a defective foot switch. The issue was found prior to sedation/preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, g6, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: defective foot pedal solvent welding error, mechanical failure of solvent welding between the bellows and the base. That resulted in a loss and malfunction of the product, also the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a defective foot switch. The issue was found prior to sedation/preparation for an unspecified procedure. There were no reports of patient harm.